Event description:
The rptr states that he obtained a 114 mg/dl and 238 mg/dl blood glucose comparison on the accu-chek compact meter. The results were obtained within a 10 min time frame. No reported actions taken base on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.